Event description:
Patient presented with previous stent in left (ipsilateral) iliac, with approximately 10 mm lumen. First attempt with a bifurcated device was unsuccessful due to access, would not advance past the left cia. Device was removed, vessels dilated with 7mm balloon, attempted again with same device, however, unsuccessful. There was some slight damage to the introducer sheath at the radiopaque marker. Vessels were dilated again with an 8mm balloon, a new bifurcated device was opened, however, still would not advance past the left cia. The physician attempted to predilate the right external and cia, however, could not pass up a dilator. The decision was made to convert the patient to open surgical repair. The patient tolerated the procedure and is doing well. The physician noted at the close of the case that the patient had several iliac lesions and prevalent diffuse disease in the iliacs, which were not appreciated under CT or angiogram, and caused the inability to pass the delivery system.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's condition contributed to event.